Event description:
Our distributor in (B) (4) reported that there were components missing from two rt106 adult inspiratory heated breathing circuit kits. This was discovered during the incoming goods inspection at the distribution center, prior to release to any user facility. No pt consequence was reported.

Manufacturer narrative:
(B) (4) - the product referred to in the event description is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt106 adult inspiratory heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a f/u report following receipt of the complaint devices and completion of our investigation.